Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device alarmed for disconnected cable was frequently triggered. This occurred during priming at the facility. There was no reported patient involvement.

Manufacturer narrative:
H3: one device was received for analysis. The service history review identified that the device had been in for repair on 17-dec-2024. The customer reported problem was confirmed as there was a connection failure between the dose cord connector and the microprocessor board. No further actions were taken. The device was returned to the customer at their request with no repairs.